Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the cannula was found bent which led to occlusion. The patient had high blood glucose level and ketones due to which patient went to emergency room on (B)(6) 2026 and got treated with intravenous and fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2026.